Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of right side thumping and experienced diaphragmatic stimulation. The right atrial (ra) lead was reported to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.